Event description:
Upon attempting to remove a lasso diagnostic catheter, after a focal a fib ablation procedure, the patient's mitral valve was damaged and required surgery to replace the mitral valve. The event was caused by the lasso becoming wrapped around either a papillary muscle or leaflet, it is unknown the exact location. Patient's prognosis is good.